Event description:
Per medwatch: nurse started to flush a hickman catheter. As she was flushing it, she heard a "pop" noise and noticed that the tubing had a diagonal split in the tubing. The tubing was clamped and the hickman catheter had to be removed. Special procedure staff described the tubing as looking ripped. Pt denied any trauma to catheter. The pt did not have adverse reaction, pain or deterioration in health due to the catheter tubing split.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of (B)(4). Showed no other similar product complaint(s) from this lot number.